Event description:
Half of the burst balloon was left in and required stenting. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
No product was provided to assist in this investigation. Per dfmea (design failure modes and effect analysis), balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure is documented in the IFU and label. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. Without the complaint device a thorough root cause analysis is not possible. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the pt anatomy was not described. In the absence of compliant detail it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar events. No action is necessary at this time due to insufficient risk per risk analysis.